Event description:
The reporter contacted animas on (B)(6) 2012 alleging the pump felt hot approximately 16 hours after being exposed to water. The patient confirmed the battery cap was secured tightly onto the pump and the yellow o-ring on the battery cap is not visible. The patient denied visible damage to the pump casing and battery cap. The patient denied corrosion on the battery or in the battery compartment. The patient stopped using the pump and began on a backup plan. The patient reported visible moisture behind the display lens at the time of the report. There was no reported adverse event associated with this complaint. The complaint is being reported because the alleged pump temperature complaint remained unresolved.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation found that the pump powers up properly and the power circuit does not draw excessive current. The pump was exercised with no evidence of overheating. No defects were found to the power flex, battery connections, and internal components. There was evidence of moisture observed on the pcb.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.